Event description:
It was observed that during the device inspection, the rigid endoscope sheath isolation beak was found to be deformed and cracked. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and the damage pattern, it is likely that the damage was thermally and/or mechanically induced. It is most likely attributable to wear and tear and/or improper handling (more specifically the device being subjected to mechanical overload, impact, accidental dropping) olympus will continue to monitor field performance for this device.